Event description:
It has been reported to philips that the wireless footswitch was not working and both the led indicators were flashing red. The system was not in clinical use when the issue was identified. The customer has a wired footswitch available for use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the philips engineer disassembled the footswitch and battery from the motherboard, then reconnected them and tested the wireless footswitch. All leds lit as expected and the system was returned to use. There are two generations of wireless footswitch. The newest generation has a software bug which can cause loss of wireless connection. Philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.